Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping and everything had cleared out of the device. Blood glucose level at the time of the incident was 224 mg/dl. Customer also stated that the device suspended insulin delivery. Troubleshooting was not completed at the time of the call. The insulin pump was not replaced or returned for analysis.